Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new insulin pump and she waited 2 hours as she was told by her instructor. Customer stated that she was getting vibrations and not getting any readings. Customer stated that her blood glucose was 178 mg/dl and she ate breakfast. Customer stated that her blood glucose was 414 mg/dl and she took a shot with a syringe to get her blood sugar down. Customer stated that she is very tired and would like a call back.